Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a soft neuro tissue ablation procedure, the patient experienced a left superior quadrantanopsia following a procedure conducted on (B)(6) 2017. It was noted that the issue was detected during an ophthalmological examination on the event date. It was reported that the event was in relation to the ablation system used in the procedure and not related to the procedure. No additional information was provided.